Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-17780. It was reported, the pt is experiencing ineffective low back stimulation and no stimulation in his left hip/left knee. It was also reported diagnostics showed low impedance values for the scs lead. An sjm rep was unable to resolve the issue with reprogramming. The physician determined the pt needed time for add'l healing and is to re-evaluate the issues at a later date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.